Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 400 mg/dl which has been treated. Blood glucose at the time of the call was 348 mg/dl. Customer also stated that they were getting lost sensor all night. Customer was advised the alarm was caused by radio frequency interference. Customer was unable to troubleshoot for high reading. The insulin will not be returned for analysis.